Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose value was unknown but was high and treated with manual injection. Customer stated that she noticed the no delivery alarm during the night. She put the pump the counter last night, the battery drained because the pump kept alarming no delivery. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no delivery alarm due to buttons not responding. Insulin pump received with broken battery cap and cracked battery tube threads.